Event description:
It was reported that a clear-link access set under-infused during infusion. According to the report, it was stated that the solution in the set was running slower and that it was observed after the tubing is taken out of the sigma pump. The solutions associated with this event were pitocin and methergine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.